Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: march 30, 2020 - march 31, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed several dark brown spots located on the exterior surface of the white flow restrictor; the brown spots were not inside the fluid path and does not impact the sterile pathway or product delivered to the patient. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a large volume infusor. It was further reported that a "brown stain was attached to the liquid outlet of the luer connector; which could not be erased". This was observed prior to use. There was no patient involvement. No additional information is available.